Event description:
Report received from (B)(6) stating that the cutting burr of the device was difficult to insert. It is known that the event did not occur during surgery. However, it is unknown if there was patient or user injury. It is unknown if there was medical intervention reported related to this occurrence. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).